Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was hospitalized with blood glucose levels from 16 to 30 mmol/l and the start of a mild case of diabetic ketoacidosis. The reporter stated that the patient's site and set were changed, but the blood glucose levels would not come down. The reporter stated that the site appeared to be normal but there was a small amount of blood in the cannula and the bolus doses were uncomfortable. The reporter stated that the pump settings were reviewed and were correct. There were no relevant alarms in the pump history beside a low cartridge on (B)(6) 2012. The pump prime history showed that the cartridge was changed the day prior. The total daily dose history correctly reflected the basal and bolus histories. The patient was advised that the pump appeared to be working as it should. This report is made based on the allegation that the patient experienced a hospitalization for diabetic ketoacidosis while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(4) 2012 to the end of pump use on (B)(4) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the keypad was lifting at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the ok keypad button is intermittently responsive. There was evidence of keypad contamination found under all key contacts.